Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube. The system operates as intended.

Event description:
It was reported that the system displayed an interlock error and would not complete boot up. No pt injury was reported.